Event description:
The patient reported that he went to the ER due to multiple shocks. He was told by the doctor that the lead "had gone bad" . The patient said that he still has the fractured lead in his chest. The lead was capped. It was also reported on the operative report that the rv lead had static, intermittently high impedance, and failure to capture. No further patient complications have been reported as a result of this event.